Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. DHR review revealed no anomalies during the manufacturing and inspection processes. No nonconformance records were issued for this lot. The product was not returned to bwi for analysis.

Event description:
It was reported that during an atrial fibrillation ablation procedure using a preface® guiding sheath long with multipurpose curve, the sheath exhibited hemostatic valve separation problems. During the procedure, the hemostatic valve broke and leaked, making this event reportable due to the risk to patient. No adverse patient consequences were reported. The devices have not yet been returned to bwi for analysis.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacture¿s reference no.: (B)(4). The product investigation is pending product return.